Manufacturer narrative:
(B)(4). Batch # l52e19. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what degree of hemorrhoids did the patient have: 4. What confirmation was received that the device was fully fired: the firing trigger reached its stopping point. Where within the gap setting scale was the orange indicator prior to firing: farthest end of the firing range. What was the shape of the deployed staples (b-formation, irregular, legs straight): could not be seen. Was the cut line fully circumferential around the target tissue: yes. As part of the anastomosis stayed open, did any bleeding occur: yes. If yes, how much blood was lost (ml): do not know. If bleeding did occur, did the patient require a blood transfusion: no. It was reported that there was a potential adverse event; however no problem outcome was reported. Please clarify, was there any adverse patient consequences: no. Did the post-operative care change: no. What is the current status of the patient: ok.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device only stapled three fourths of the anastomosis, one part stayed opened without staples. Surgeon closed with suture. There were no adverse consequences for the patient reported.